Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. Blood glucose level at the time of the incident was 345 mg/dl. During troubleshooting, the customer was able to get insulin to exit and was advised that the alarms were caused by set/reservoir occlusion. The reservoir was not replaced or returned for analysis.